Event description:
According to the olympus field service engineer, the customer reported that while preparing to use the evis exera ii xenon light source for an operation, there was an issue with the xenon lamp not lighting; there was also a ¿spare lamp¿ error. There was no patient harm reported as a result.

Manufacturer narrative:
According to the customer, the device is expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the main lamp does not light up. Additionally, the filter lens was dirty, and the front panel was worn-out; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty power unit. Olympus will continue to monitor field performance for this device.